Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. When asked what steps were taken to resolve the issue, they reported they couldn't remember how to use the app for the device. They called and received great customer service. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim and fecal incontinence. The reason for call was the patient reported their communicator was not communicating with their device (they were getting device not responding) and that they had surgery the other day and they didn't know if that's "what messed it up or not," but their doctor wanted to know what setting they were on but they weren't able to connect to see the setting. Agent walked the patient through connecting to their settings and the patient was able to see that their therapy was on and they were at 0.7 ma. The troubleshooting steps taken on the call resolved the reported issue. Patient also called their spouse in at one point and stated they "had a weird feeling" and when agent asked the patient what they were referring to, the patient stated they didn't recall saying it after all they'd just had surgery yesterday and they had only just called their spouse in to help them get their pants down to connect to their ins settings. External devices were functioning as intended. Patient stated they would call back if they needed further assistance.